Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had two capsules which failed to attach to the patient¿s esophagus. The 1st capsule was still attached to the delivery system upon removal and the second capsule fell into the patient's vocal cords and was retrieved via roth net. Lubrication was used to facilitate the placement of the capsule.